Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 39-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient's clinical state prior to initiation of support was not reported. During ongoing impella 5.5 support, the patient was noted to have an increasing serum creatinine level, with a reported value of 1.94 mg/dl. There were no reported concerns for device malposition or hemolysis since implantation. Urine output was described as clear yellow with adequate volumes. The patient was receiving a continuous furosemide infusion. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. The clinical course was notable for mixed distributive and cardiogenic shock, which may contribute to the observed acute kidney injury. The patient remained on impella 5.5 support at the time of reporting. The reported renal function changes are consistent with acute kidney injury in the setting of cardiogenic shock, distributive shock, and overall critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.